Event description:
The MFR rep reported the patient complained of bilateral intermittent shocking, up to 75 times a day, in various locations throughout the body. Troubleshooting was performed. The MFR suggested shutting off the device for a few days to see if the shocking subsided. The patient was turned off on a friday. The shocking/jolting sensations decreased to 3 or 4 times a day. The patient was reprogrammed the following monday and the device was turned back on. The patient stated the shocking/jolting sensation occurred less often. The hcp stated the patient is experiencing shocking less than five times a day. X-ray films looked good. Device interrogation suggested a possible short. The patient will be scheduled for more detailed x-rays. Refer to medwatch report #3004209178-2007-02884.